Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported bubbles in the infusion line during a surgery. Additional information and product sample has been requested. No updates have been received at this time.

Manufacturer narrative:
The lot complaint history was reviewed. A device history record review shows that the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's report could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).